Manufacturer narrative:
B5: the home patient did not use the cassette for therapy. H10: the device was received for evaluation. A visual inspection was performed with the naked eye with no issues noted; the set components were correctly placed and according to specification. Functional pressure testing was performed and no leak was noted. Functional pull test was performed and no separation was noted. Additionally, the set was submitted to functional testing by evaluating the cassette in a cycler machine, the sample was subjected to all the cycles of the therapy process, obtaining satisfactory results. Additionally, the set was submitted to functional testing by evaluating the cassette in a cycler machine, the sample was subjected to all the cycles of the therapy process, obtaining satisfactory results. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged; further described as "had a dent in the cassette sheeting". The damaged dented area penetrated the cassette. This was observed before use of the device for peritoneal dialysis therapy . There was no report of patient injury or medical intervention associated with this event. No additional information is available.